Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported transient desaturations during cases in the adult or. Spo2 dropping from 98, to 96, to 94 with no apparent cause. No consequences or impact to patient were reported.